Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and patients were not crossing. A technical support specialist remotely reviewed the device database synchronization logs and determined that the station was unable to communicate for several days before communication was restored. Despite restored connectivity, the station still had a significant volume of data to download, which likely caused patient visits to not display correctly at the time the case was opened. The customer confirmed that the issue appeared to be resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and patients were not crossing into the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.